Event description:
Per medwatch mw5108045: 100 ml flow stop pre-filled veletri cassette #2 from (B)(6) 2022 shipment wasted with 96.6 ml left. Due to beeping and no disposable alarms on both pumps, one hour after she started using it. Troubleshooting did not resolve the alarms. Box sent to patient to return cassette. No further details provided.